Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported pump ran out last year. The alarm was turned it off and then the girl/healthcare professional (hcp) scheduled the patient's appointment two weeks out. Needless to say, the patient ran out and the patient knows what it's like for one to go dry. It's was the worst day of the patient's life. The patient was receiving fentanyl, hydromorphone (dilaudid), and bupivacaine (marcaine).

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician, UDI # asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(4) 2018 indicated the pump was good until (B)(4). It was indicated that the patient's previous pump went dry/patient let pump go dry a couple of years ago and the patient got sick. Please note: this conflicts with the previous information that the pump went dry at least 8 years ago. It was noted that the refill went past the refill date. It was noted the alarm was turned off and the patient ran out of drug. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication via an implantable infusion pump for the treatment of non-malignant pain and other non-malignant pain. Patient was on dilaudid or bupivacaine. It was reported that the patient only had the pump ran dry one time and it was the most miserable day in his life. The patient stated that he was "deathly sick". The healthcare provider (hcp) inadvertently turned off the alarm and the office scheduled the refill for too far out. The event occurred at least 8 years ago. No further complication was reported.